Event description:
Hcp reported that patient had an infection of the device pocket. The only sign or symptom of infection was redness. A culture of the device pocket was done with no organisms cultured out. The patient was treated with IV antibiotics and device system explant. No replacement of the device was done. The infection resolved without any drug withdrawal. The patient had risk factors of being obese and having an autoimmune disorder.